Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 700 mg/dl. The caller stated that the night before the phone call the customer changed the infusion set and in the morning they woke up with a blood glucose reading of over 700 mg/dl. The paramedics were called and the customer was taken to the hospital. The customer was thirsty and groggy. The customer's blood glucose levels kept increasing and not going down. At the hospital, the customer was treated with insulin drip and was kept hydrated. The caller stated that while they were on the phone the piston on the insulin pump moved. The caller stated that they will monitor the insulin pump and make sure that insulin is moving through the tubing. The caller stated that the customer had problems with bent cannulas in the past. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.